Event description:
It was reported that the patient presented in-clinic for a follow up check post implant. Upon review, chest x-ray showed that the atrial lead had dislodged. The atrial lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Electrical testing was normal and visual inspection of the lead did not find any anomalies except for procedural damage.